Event description:
Due to sizing, the 12/10mm amplatzer duct occluder (ado) embolized and was surgically removed the same day.

Manufacturer narrative:
Sjm could not evaluate the ado involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product was not returned for analysis. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.